Event description:
It was reported, "pt called and stated that they had a ceramic on ceramic hip replaced in 2004. Pt reported that in 2005, that they felt a "popping and cracking" in their hip while they were cutting grass. They claimed that they had to have the head revised three days later."